Manufacturer narrative:
Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a vent inop condition, post timer/ 24 v failure. No patient involvement was reported.